Event description:
The customer reported that when the trilogy ev300 ventilator is in calibration mode and displaying the red screen, the screen glitches periodically. There was no patient involvement, and no harm or injury reported. When the ventilator is in normal operational mode, no glitches occur. The software was updated to v 1.06.10.00 to try and rectify the issue, but that did not help the issue. Bench repair is required. Device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy ev300 was returned to the manufacturer for bench service, and the customer¿s complaint that the display glitches on startup was confirmed to be an alarm. During the evaluation it was noted that the alarm 'replace detachable battery' appeared on the display at switch on. A workshop 'test' detachable battery was installed and the fault cleared. The customer's detachable battery was confirmed to replicate the same reported issue when attached to another evo device, causing the device to alarm in the same way. It was determined the fault lies with the customer's detachable battery. Additionally, during the service of the device, device error code e-325 was noted in the error log indicating a critical power event had occurred; all power sources were depleted. The customer's detachable battery was replaced to address these issues. Additional findings not related to the malfunction/issue, alarm e-107 was also present in the event log indicating an issue with the calibration data table for which the v.1.06.10.00 software was re-installed to address the issue.